Manufacturer narrative:
During review of all documents received in regards to this event we have identified an error in information previously communicated to us, which led to our correction in field of this report. Furthermore this review identified that event communicated through this report has previously been reported to you through MDR 1020279-2012-00198. For this reason we will close complaint file associated with MDR 1020279-2017-01088 and will re-open the investigation on the complaint file associated with MDR 1020279-2012-00198. We kindly ask you to disregard MDR 1020279-2017-01088.

Event description:
It was reported that patient underwent a revision of total hip with replacement of all components due to subsidence of the femur component. Removed were femoral head, femoral stem, acetabular cup, taper sleeve, acetabular liner.